Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons would not respond to user presses after water exposure. The reporter noted visible moisture behind the display screen. The reporter denied trauma or damage to the pump or keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: the pump cover was removed and evidence of internal moisture corrosion was located on the display and keypad flex connectors. The keypad could not be tested due to a blank screen condition. The keypad was removed and evidence of contamination was found under all contacts. The pump booted with audible tone and vibrations and a blank screen. An internal test confirmed a case seal leak at a case crack that was observed to be located near the cover and base seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).